Manufacturer narrative:
Product complaint #(B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part #: 309.069, synthes lot #: 9199794, manufacturing site: (B)(4), release to warehouse date:(B)(6). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the extractor was found broken. It was unknown when and how the damage happened. There was no further information is available. This complaint involves one (1) device. This report is for (1) extraction bolt for 6.5mm & 7.0mm screws this report is 1 of 1 for (B)(4).